Event description:
As reported: device deployed per protocol and there was pulsatile blood flow post deployment. Manual pressure was help and a 7 x 40 balloon was advanced and inflated for 3 minutes. Post angio showed good flow but then the groin started bleeding again. An 8 x 40 balloon was inflated and then an 8 x 39 covered stent was placed. Post angiogram showed no bleeding and good flow.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and were reviewed by the investigative team. The arteriotomy was not clear, however, a dissection flap was visible at the access area. Additionally, bleeding was present at the access site, the lock appeared far from the vessel, and collagen possibly malpositioned. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 8mm, no calcification or tortuosity, and a depth deployment measurement of 3.5cm + 1cm. Access was gained utilizing ultrasound and micropuncture and positioned on top of the femoral head. No issues were encountered advancing or exchanging procedural sheaths. Prior to closure activated clotting time (act) was 341. Procedural requirements per the IFU indicates act should be below 250 seconds prior to closure. The physician ordered protamine, however, due to the patients' blood pressure dropping from arrythmia, the anesthesiologist did not inform the physician, withheld protamine until after the sheath was removed, and balloon inflations were applied. Following deployment pulsatile blood flow was present. Manual pressure was held, and balloon inflations were applied. A post angiogram indicated good flow; however, the groin began bleeding again. Balloon inflations continued, and a covered stent was deployed. A follow up post angiogram indicated good flow returned, and no further bleeding present in the groin area. The root cause of the pulsatile blood flow is likely due to the presence of a dissection flap, and the manta anchor caught on the flap causing the collagen plug to be malpositioned. Dissections are a common large bore procedure complication. Therefore, it can not be determined if the dissection occurred prior to or during the manta deployment. The IFU precautions, if hemostasis is not achieved following the use of manta, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent or surgical repair to obtain hemostasis. The risk of access site complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention, arterial damage, and vessel laceration or trauma, are identified in the IFU as adverse events related to vascular closure devices.